Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the meter would not connect with the insulin pump, she entered the blood glucose level manually and then the insulin pump alarmed failed self-test. The blood glucose at the time of the incident was 164 mg/dl. The alarm history showed two failed self test alarms and two failed battery test alarms. Troubleshooting was performed. Customer stated the alarm did not occur during the rewind/prime sequence and a temporary basal was not programmed before the alarm occurred. The customer was able to rewind and deliver a bolus. The device was returned for analysis.

Manufacturer narrative:
The insulin pump was received with rf pic failed self-test alarm, high stop current and no communication with blood glucose meter due to faulty electrical component on the radio frequency board. However, the insulin pump passed unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.